Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the power dropping out when receiver was plugged into the charger. The receiver battery was replaced with a good known battery, and the receiver power persisted to drop when plugged into the charger. A receiver boot test was performed and passed, but only when the center button is pressed. Functional tests were not performed due to receiver power dropping out when plugged into the charger. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the power dropping out when receiver was plugged into the charger. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.